Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following therapy delivery review of session records revealed noise post-shock. The noise was not reproduced with isometrics. The patient will be monitored closely. The patients medical condition after the event was good.